Manufacturer narrative:
The investigation and product review is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical team in the EU had a failure of the delivery of the impella 2.5 pump. The team had to use surgical methods to remove it from the patient's native vasculature. The pump had become kinked. When the 2.5 pump was successfully removed, they placed a new impella and hemodynamic support successfully began.

Manufacturer narrative:
Since the original report was filed, the investigation has closed. The medical center in the EU returned the impella pump for analysis. The pump kink was observed as the medical team had reported. Additionally they had reported the wire was difficult to remove at the explant. The root cause of the need to snare the pump at explant was most likely a guidewire kinking. The guidewire was not returned to investigate why the wire kinked during the impella case.